Event description:
It was reported by the customer "the guide wire can't get through the needle. Remove the guide wire, wipe the blood on the surface of the guide wire with gauze, and the guide wire is broken." It was reported this occurred with five devices. This report addresses the third device.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation. H3 other text : device not returned for evaluation.